Event description:
==

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a shock after a run of ventricular tachycardia (vt). During a routine follow up it was noted that the lead exhibited no capture for an unknown duration and high thresholds. A replacement procedure was scheduled. Before the replacement, it was noted that threshold testing was performed for a second time and the patient experienced diaphragmatic stimulation. A lead perforation was suspected. The lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks on the terminal pin. In addition, the proximal coil was stretched and fluid was noted in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as the lead passed all electrical testing.